Event description:
It was reported by the customer that a pyxis anesthesia system (pas) bar code scanner not working. The customer stated that they were using other pyxis to find medications for patients and no harm or delay in medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined scanner cable fared on end. A field service engineer replaced the cable to resolve this issue. Performed preventative maintenance. The system functioned as intended after field service engineer troubleshooted the device.